Event description:
It was reported that device serial# (B)(4) displayed b temp error and the pump stopped while in use on a pt. The device was replaced with back-up unit serial# (B)(4). After running for a period of time, the second device had the same alarm "b temp error". The original device - serial# (B)(4) was placed back on the pt, but the alarm re-occurred. The device was then swapped for a third device. This is device 1 of 2. Please see medwatch# 8010762-2014-01065for the device one. (B)(4).

Manufacturer narrative:
A maquet field service tech investigated the device. The unit was run with the test loop for 3 hours and the b-temp error could not be duplicated. The alarm was tested and confirmed. Battery pack was replaced and the device was tested for 72 plus hours and tested ok. Functional tests were performed and calibration was verified to factory specs. A supplemental medwatch will be submitted if additional info becomes available. (B)(4).